Event description:
It was reported that a vns patient received a "patient not receiving programmed settings" warning while having his vns device interrogated, which temporarily disabled his device. The reporter indicated that no adverse events occurred with the patient. A copy of the patient's programming history was submitted to the manufacturer and is awaiting analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.